Event description:
Customer responded to 79 y/o male in v-tach on arrival. Pt was connected to device and IV's were started. Approx two minutes into the call, customer alleges device displayed fault message. Customer over rode to manual operation and delivered one shock, pt expired.

Manufacturer narrative:
Section h.3 evaluation summary attachment: manufacturer performed extensive testing on the device. The reported malfunction could not be duplicated. Device has met all mfg specifications. Causal relationship of device to this incident is undetermined. Will monitor for frequency and severity. See disclaimer.